Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during an unknown step of peritoneal dialysis therapy. It is unknown if the home patient was connected. The home patient stated they disconnected, disposed of the supplies and turned off the home choice. Troubleshooting was unable to determine the cause of the alarm. The technical service representative explained the alarm and the cause to the home patient. It is unknown how home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.